Event description:
A caller reported a malfunction on a pump, but there were no notable events leading up to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided guidance on how to reset the pump, and the caller successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.